Event description:
It was reported that during the implant procedure, after placing the left ventricular lead into the selected vein, the lead was removed and flushed. Subsequently, the stylet could not be fully inserted into the lead. The lead was no longer used and a new lead was successfully implanted. The patient was stable following the procedure and would be monitored with routine follow up.

Manufacturer narrative:
(B)(4).